Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, the mega suturecut needle driver instrument had a broken bowden cable. The procedure was completed as planned without any problems or delays. The instrument was inspected before use and no issue until the aemp. Intuitive surgical inc. (Isi) followed up and obtained additional information. The instrument was inspected prior to use. The instrument was used in a hysterectomy. There was no opening/closing, yaw motion or pitch motion issues. One cable was protruding out. No fragment fell inside.

Manufacturer narrative:
The mega suturecut needle driver has been returned and evaluated by the failure analysis (fa) team. Fa investigations confirmed the customer-reported complaint. The instrument was found to have a frayed grip cable at the grip hub. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.